Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 corrected data: subsequent investigation was performed and the investigation has been updated. It was inadvertently reported in the initial report that the compact speed reducer device fell part ¿ unattached. Upon further investigation, it was noted that the drive shaft of the device was bent. This failure does not meet the criteria of a reportable complaint as it is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had fallen apart - unattached. Therefore, the reported condition that the device had component damage and the connection part of the motor was bent was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact speed reducer device fell part ¿ unattached. It was noted in the service order that the connection part to the motor was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.